Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smart ablate generator, model #: m-4900-07, serial #: (B)(4). Smart ablate pump. Soundstar eco catheter, model #: m-5723-15, (B)(4)

Event description:
It was reported that a patient, (B)(6) female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. The patient was not under general anesthesia. No transseptal puncture had been performed. After a single ablation there was a drop in blood pressure and a pericardial effusion was noted on the intracardiac echocardiography (ice). A pericardiocentesis was performed and an unknown amount of fluid was drained. No surgery was necessary. There were no error messages on the systems. The catheters worked within specifications. The patient did require extended hospitalization. No further information is known regarding the patient status. The physician's opinion regarding the cause of this adverse event is that it was not caused by the product, but the patient's anatomy. Settings during the event include: irrigation flow of 30ml/min.